Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted. However, no harm to the user or patient was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed enabled movement voltage (enmv) errors from the table-side geo module. Upon troubleshooting, fse checked the gib fuses and found them to be ok. Fse confirmed the issue was with the geo control module and replaced the geo module. After replacement, the system was returned to good working condition. The defective control module was sent for failure analysis, and it was found that the buttons are defective. There was no signal while pushing the button. The buttons are not failing mechanically, and probably the switches are failing. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the geometry movements were unavailable. The system was in clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the control module standard ER which returned the device to expected functionality.